Event description:
Ous MDR - oversensing in the ventricular channel was reported. The implant date was not transmitted. An explant date was provided, but this lead remains implanted. We were also informed this patient had been inappropriately shocked.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation.